Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller clock corrupt and no external power events were confirmed via the submitted log file. The reported event of the ventricular assist device (vad) being ¿unplugged¿ was not confirmed. Data from the submitted system controller log files spanning approximately 19 hours (22jan2000 17:57:09 - 02feb2025 09:48:34, and 22apr2025 12:46:18 per timestamp) was reviewed. Throughout the log file, system controller clock corrupt alarms were captured due to the system controller clock not being set. This suggested that there was a complete loss of power to the system; however, a specific cause could not be conclusively determined as the onset of the event was not captured within the log file. The alarms resolved when the system controller clock was set on22apr2025 at 12:46:18. On 01feb2000 at 15:59:16, the log file captured no external power alarms due to both power cables being disconnected at the same time. The alarms resolved on 01feb2000 at 15:59:17 when the black power cable was reconnected to external power. The emergency backup battery supported the system without issue during this event. A similar sequence of events was captured on 01feb2000 from 16:00:50-16:00:51, 16:11:16-16:11:18, and 16:13:25-16:13:27. The simultaneous power cable disconnects and controller clock not set alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured in the log file. Multiple attempts were made obtain additional information regarding the sequence of events leading up to the patient being found unresponsive, what component of the device that was unplugged, and the date the patient was found unresponsive; however, no additional information has been provided. A root cause for the system controller clock corrupt alarm and disconnected vad was not conclusively determined. The root cause for the no external power events was determined to be due to user error in disconnecting both power cables at the same time. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve system controller clock corrupt and no external power alarms. The heartmate 3 instruction for use, section 3, entitled ¿powering the system¿, provides instruction on how to power the system controller. This section also advises the user to ensure when changing power sources to always have at least one power cable connected to external power at a time. This section advises the user to not sleep on 14v li-ion batteries. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, instructs the user to reconnect the driveline if it ever becomes disconnected as otherwise the pump will stop. This section also instructs the user on the proper procedure for exchanging their driveline and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. The heartmate 3 instruction for use, section 4, entitled ¿heartmate touch communication system¿, gives instruction on how to set and change the date and time of the system controller. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found unresponsive at home with their ventricular assist device (vad) unplugged and they were brought to the hospital. They were in the intensive care unit (ICU) and were likely actively dying. Log files were sent for review, and the event log captured constant system controller clock corrupt events throughout the log files. Once power was restored, the system controller timestamp defaulted to 01jan2000. The timestamp showed (B)(6) 2000 meaning this event likely occurred 30 days prior. There were multiple low voltage hazards/no external power events while using the mobile power unit (mpu). In every case, the mpu lost total power enabling the backup battery (ebb) in the system controller until power was restored to the mpu. These were all brief instances lasting between 10 seconds and 15 seconds with no interruption in pump support. The system controller clock was synced in the last events of the log file.